Manufacturer narrative:
(B)(4). The reported field report of backup vvi (bvvi) was confirmed in the laboratory. The bvvi was believed to be due to exposure to cold temperatures.

Event description:
It was reported that the new device was found to be in backup vvi mode prior to an elective device replacement procedure. The device was not implanted.